Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9751059) was impeded in a prowler select plus 150/5cm microcatheter hub (product code: 606s255x, lot number: unknown) and could not be pushed into the microcatheter (mc). The doctor tried to retract the stent, the stent was found detached from the delivery wire in y connector. The doctor removed the microcatheter and stent from the patient and switched to new devices (competitor¿s brand) to complete the surgery. The surgery was prolonged by about 15 minutes.